Event description:
It was reported that during the ureteroscopy procedure, the physician tried to put the wire through the stent, it unraveled. The procedure was completed with another of the same device and there were no known patient complications reported. The analysis of the returned device identified core wire detachment.

Manufacturer narrative:
Imdrf device code a0501 captures the reportable investigation results of core wire detached. The device was not returned for analysis; however, review of the media confirmed the reported problem of device unraveled material, as the distal tip was observed to be stretched, unraveled, and with the core wire detached. Based on this evidence, the observed device unraveled material was possibly to observe that the distal tip stretched, unraveled, and the core wire came detached, it may be related to some other factors such as; excessive manipulation of the device, the procedure during advancement maneuvers within the vessel and in the area of interest, the technique used by the physician and the normal procedural difficulties encountered during the procedure. Consequently, these difficulties, may have caused the device to collapse in a peeled and kink in the guidewire, therefore this problem affected the performance of the device and its integrity. Based on the analysis results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.